Event description:
It was reported, teh reuseable clip applier wouldn't hold clips prior to a case. The device was swapped with another clip, applier and the case was completed with no patient.

Manufacturer narrative:
Sent 08/23/2006 information anticipated, but unavailable at this time.